Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used regular tr band assembly was returned for product evaluation. Visual inspection revealed no damage or anomalies. Leak testing was performed, and the inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and no air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the returned device, the complaint cannot be confirmed for airflow issues because the device passed leak testing, no air bubbles were noted at the inflation balloon or the large and small balloons. The exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the tr band failed on a patient. They are not sure if it was user error or if it was fault of the band. The rn let 1ml of air out and had significant leakage. The patient's condition was well. The procedure outcome was successful. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required. Additional information was received on 18feb2021. The proper steps per the IFU were taken when applying the tr band. 18ml of air was injected into the tr band with it was applied. This issue happened just after the procedure, during the initial application on the tr band in the lab; the balloon did not seem to inflate properly. Manual compression was held until another tr band was retrieved and applied. There was no noticeable damage to the device. The patient developed a hematoma.